Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The customer's blood glucose level at the time of incident was 800 mg/dl. The customer will continue to use the device. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.